Event description:
During an elective replacement procedure, it was not possible to unscrew the set screw on the header of the device, due to the difficulty removing the lead from the header, the lead broke. The lead was cut and both the device and lead were replaced. The physician does not allege a malfunction with the lead. The patient was stable during and following the procedure.

Manufacturer narrative:
No issues were found when attaching and removing leads to the header of the device. Interrogation of the device revealed the device was above the elective replacement indicator when received. Pacing, sensing, impedance, hv output, and the patient notifier were tested and no anomalies were detected. The cause of the field event remains undetermined.